Event description:
Patient revised for elevated cobalt and chromium level. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort, metallosis and difficulty ambulating. Date of implant has been provided and invoice located for part/lot information.

Event description:
Pt revised for elevated cobalt and chromium level.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as lot codes required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a, rev. A. No additional information was obtained. It was stated on the der that the x-rays would not be available. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The lot code combination was not provided for the metal head. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd (B)(4) 2013- pfs and medical records received. Lot info was received for the head. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports against lot code 1214838 or 1222433. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).